Event description:
It was reported that the patient line became disconnected from the cartridge while the customer was sleeping. The customer woke up with elevated blood glucose levels (600 mg/dl), and ketones present. The cartridge was successfully changed and insulin delivery was resumed.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.